Event description:
Consumer stated, "I purchased your life brands oral b toothbrush replacement heads a few months ago. The connection between the life brand toothbrush head, and oral b toothbrush was not strong enough, and would repeatedly fall off" "after the two pieces separated, I accidentally stabbed my tooth with the now exposed metal piece of the toothbrush. This then resulted in a chip of my front tooth."